Event description:
This 46 year old patient had bilateral breast augmentation in 1981. In 1986 she had gradual loss of stamina and woke up one day with diffucse myalgia and arthralgia and could not move for three days. She has short-term memory loss. She was diagnoses three years ago with a chronic fatigue syndrome. She also is treated for reactive airway with theo-dur. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.